Event description:
Procedure: lap chole. According to the reporter: they found a hole in the bag and used another one. The hole was observed prior to the patient application. Nothing fell into the patient cavity. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).